Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient's pump was explanted, on (B)(6) 2017, as it was not helping the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional on (B)(6) 2017 reported they did not know when the patient first started experiencing the pump not helping. The hcp did not know the symptoms, if any, the patient experienced related to the pump not helping. The pump was explanted on (B)(6) 2017. The cause of the pump not helping was not determined. The pump not helping issue was resolved when the pump was removed. The patient's weight as of (B)(6) 2017 was (B)(6). No further complications were reported/anticipated.